Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the therapy connector assembly, therapy pcb assembly and user interface pcb assembly.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during patient treatment their device was responding intermittently when the charge button was pressed. The device may not be able to charge for defibrillation energy if needed. No further details on the patient or event were provided. There was no adverse patient outcome reported.